Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the procedure. There was no reported patient injury. The device was used normally during the percutaneous transluminal angioplasty (pta). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. However, access site vessel characteristics (which was not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the procedure. There was no reported patient injury. The device was used normally during the percutaneous transluminal angioplasty (pta). The device was not returned for evaluation, as initially was reported.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the procedure. There was no reported patient injury. The device was used normally during the percutaneous transluminal angioplasty (pta). The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.